Event description:
Zimmer mesher shredded skin graft when surgeon was meshing it. Surgeon was required to take another skin graft. Procedure: surgical debridement in preparation of recipient site by tangential excision of burn wounds for grafting with split thickness skin graft to bilateral upper extremities, back and buttock. Treatment: additional skin harvesting was required. Zimmer mesher. Second mesher brought to and used was also defective; after surgeon took another skin graft and proceeded to mesh it, the carrier did not pass the skin underneath the cutting blade (2:1), surgeon said it "bunched up under cutting guide". It made approx. 5 holes in skin. He said he used another cutter (1:1) and successfully meshed the skin.